Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of an unspecified saline solution, via a plum pump. At an unspecified time, the male adapter of an unspecified "mini-infuser" was connected to an unspecified clave port of the primary tubing set to deliver an unspecified volume of saline. After an unspecified length of time, it was reported that after the "mini-infuser" was disconnected from the clave port, the clave port remained open and an unspecified volume of solution leaked. It was reported that the primary tubing set and medication were replaced and the therapy was resumed. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.